Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. Identified the lens and downstream occlusion (dso) seal were damaged during visual inspection. The service history review had no indication that the complaint was related to a service of the device within the review period. The allegation made by the complainant was confirmed. The lens and dso seal were replaced. Performance verification test was performed, and the device passed all functional testing after repair.

Event description:
The customer returned the device stating, "downstream occlusion (dso) seal delamination and lens damage". During device evaluation it was found the dso seal and lens damaged. The event occurred during testing.